Event description:
The pump was returned for investigation. Investigation revealed unresponsive keypad buttons with contamination on the keypad contacts in addition to damage to the keypad and a dim and discolored display screen. This report is made based on results of investigation completed on 06/19/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2014 with the following findings: the keypad was torn over the down arrow button. The contrast button was intermittently unresponsive. Contamination was found underneath the up and contrast button contacts. The pump booted up to a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).